Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot/coagulum was discovered on the catheter tip. After the ablation for pulmonary vein isolation, the ablation catheter was removed from the patient¿s body and mapping was conducted with the pentaray catheter. When the ablation catheter was going to be reintroduced into the patient for additional ablation, a clot was noted to be stuck to the tip of the catheter. The generator was in power control mode. The noted power was 25-30w. The system did not present any error messages or did the physician/user see any product problem. There were no issues related to temperature and flow on the catheter. The issue was resolved by changing the smart touch sf catheter to another one. The procedure was completed with no patient consequence and the patient has not exhibited any neurological symptoms since the procedure was completed. This event has been assessed as a reportable malfunction.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/19/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot/coagulum was discovered on the catheter tip. The device was visually inspected and it was found in good conditions, no clot was observed.. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer's ref. No: (B)(4).